Event description:
A surgeon reports that an intraocular lens was replaced due to dislocation, the haptic was bent. Add'l info has been requested.

Event description:
The reporting surgeon provided add'l info stating the intraocular lens had dislocated into the sulcus and was decentered. The pt complained of decreased visual acuity, glare with any light and seeing the edge of the lens. The pt is doing "ok" since the lens replacement procedure. Visual avuity (va) on 12/31/2001 and 1/22/2002 was 20/40. Va on 3/14/2002 was 20/40.